Event description:
It was reported by a pt who declined to provide identifying information, that he has 23 stents, of which 13 are cyphers. After 4-5 months, they tend to re-stenose. He was scheduled to have 5 more stents (pes) implanted inside restenotic ses. He asked many questions about treatment of in-stent restenosis (isr) with more stents and implanting pes inside of ses. No additional information will be forthcoming based on the patient's decision to not provide identifying information. This also represents notification of 13 unknown cypher stents.

Manufacturer narrative:
A male patient of unknown age, medical history and presentation experienced restenosis post multiple cypher stent implantations. These events were brought to our attention from a pt who contact medical affairs inquiring about the treatment of restenotic stents. He further indicated that he needed five more stents the next day. He then declined to give his contact information or any other details. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. The products were not available for analysis. Additionally, as the sterile lot numbers were not available, device history record reviews could not be performed.